Manufacturer narrative:
The device was not returned for evaluation therefore the evaluation was unable to be performed. The device history record documentation was reviewed and no anomalies that could be associated with the complaint incident was observed. The reported complaint was not confirmed. An investigation for cause was unable to be performed. UDI: (B)(4).

Event description:
Initially, a sales representative reported on behalf of the customer that the cusaexcel2 cusa excel w/ console 110v ac with footswitch was not working. Additional information was received on 24oct2019 and 29oct2019, indicating that the device was in contact with the patient for an unknown procedure on (B)(6) 2019. The device was showing an error message for the water cooling system with a loud clunking noise and would not operate. The machine would not pass the test. They tried to switch out two of their handpieces, turned the machine on and off multiple times and checked the water level. The customer's biomed employee came into the operating room and adjusted the internal pump tubing. The machine was able to clear the testing, but by that time, they were done with the procedure. The surgeon never stopped the surgery but the customer stated they could have done the procedure faster with the cusa. There was a 30 minute delay in surgery. The was no adverse consequence to the patient due to the delay, however the patient was under anesthesia longer.